Event description:
It was reported that a patient enrolled in a clinical study underwent a total right partial hip arthroplasty on (B)(6) 2010. Subsequently, patient underwent a revision on (B)(6) 2010 due to an unknown reason. It was further reported patient underwent a revision procedure on (B)(6) 2010 due to dislocation. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6) 2010 due to a non-healing surgical wound. The head and liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 3 of 4 mdrs filed for the same patient (reference 1825034-2013-04817 & 2014-00857 & 02893 & 02898).